Manufacturer narrative:
A correlation between the device and the report of paranasal sinus disease could not be conclusively determined. No device related issues were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient presented with complaints of severe headaches, blurry vision, vertigo and nausea. At the time of the event, the patient's anticoagulation therapy was aspirin. The patient stated that the headache was similar in presentation to a headache a "few weeks back", and that the dizziness began approximately two weeks prior. A CT angiogram from a previous admission revealed no flow limiting lesions extra or intracranially. A CT scan taken upon admission revealed a newly developed left frontal cortical area of ischemia superimposed on a previous small cerebellar area of ischemia. The diagnosis was paranasal sinus disease with no acute ischemic changes. The patient was hospitalized and unspecified changes to the patient¿s medications were made. It was reported that the neurological issue resolved on (B)(6) 2016. No additional information was provided.